Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. A watermark was observed at the base of the sensor tail, indicating sensor being properly inserted. Sensor state 7 and sensor state 8 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. The smu test, along with the poise voltage and sensor thermistor testing were all within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. This is 1 of 2 MDR submission. Reference#: mw5184303. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device had false low glucose readings after 10 days and discovered that it was inaccurate after comparison with a fingerstick test that showed a glucose reading of 168 mg/dl. Additionally, a scan result of 53 mg/dl on the adc device was reported in comparison to a glucose reading of 101 mg/dl obtained on a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was not feeling good and replaced the adc devices early because it caused them to adjust eating habits when they should have not. There was no report of any third-party medical treatment. Adc customer service was able to reach the customer and confirmed that two of the customer's sensor showed low readings issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor 0pmerwk80 has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11/224/227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Perform smu (source measurement unit) testing using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. This also serves as a correction report. Section h11 (additional MFR narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device had false low glucose readings after 10 days and discovered that it was inaccurate after comparison with a fingerstick test that showed a glucose reading of 168 mg/dl. Additionally, a scan result of 53 mg/dl on the adc device was reported in comparison to a glucose reading of 101 mg/dl obtained on a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was not feeling good and replaced the adc devices early because it caused them to adjust eating habits when they should have not. There was no report of any third-party medical treatment. Adc customer service was able to reach the customer and confirmed that two of the customer's sensor showed low readings issue. Based on the information provided, there was no report of serious injury associated with this event.